Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin squirted out during manual prime. The customer¿s blood glucose was 150 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify prime/fill anomaly due to compromised force sensor system alarm. Unit had severely scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, stained address/serial number label and missing end cap sticker.